Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert triggered. The analyst noted that beginning (B)(6) 2015, v sensing integrity counts were up to 175, and vt-ns episodes with evidence of lead noise oversensing were noted. The rv pacing impedance and capture thresholds are within range. Additionally, the rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate nst episodes. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to elevated sensing integrity counter (sic) and non-sustained tachycardia episodes. Impedance increased to high levels. Capture threshold also increased. Noise was observed on tip to ring electrogram when the patient moved their arm. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited undefined impedance and was fractured. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.